Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. An examination of the returned device found that corewire fractured at 240cm approx. From the distal side. Several kinks were along the wire. All of the outer diameter that could be measured are within the specifications. The fractured section was sent to (B)(4) for fracture analysis. Fracture occurred due to a torsional overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08/10/2011. Same case as MFR: 2134265-2011-02258 it was reported that during a rotational atherectomy treatment procedure, a burr become stuck on the guide wire. The 85% stenosed lesion being treated was located in the non-tortuous and severely calcified left anterior descending artery. The 1.5mm rotablator rotalink plus was inserted into the patient. The shaft broke. The physician then attempted to advance a 2.25 rotalink burr and rotawire guide wire to the lesion; however, burr became stuck on the guide wire. The burr and wire were both removed from the patient intact. The procedure was completed with a 2.0mm burr, followed by a balloon and stent. There were no patient complications reported and the patient status is ok. However, device analysis revealed a corewire fracture.